Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with undesirable outcome, patient has regressed, dry eye in the left eye post lasik surgery. Patient has regressed with abnormal central flattening and dryness was not fully healed. Surgeon monitoring dry eye condition. Follow up scheduled in six months post operatively. Symptoms were continuing. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. The reported treatment could be identified in the logfile. The treatment for the left eye was performed successfully without interruption. No technical problem can be identified during logfile review. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).